Event description:
Three pt samples with discrepant ck results, compared to repeat results from another analyzer - same methodology. Pt 1, initial result gave 52 u/l; repeat gave 66u/l. Pt 2, initial result gave 46 u/l; repeat gave 58 u/l. Pt 3, initial result gave 29 u/l; repeat gave 38 u/l. Erroneous results were not reported. The field service rep was unable to determine a cause for the discrepant results. Mechanical and performance tests were performed which were within specifications.